Event description:
The customer reported that the multigas unit went down after displaying a "device error" message. The reported issue happened during a patient case.

Manufacturer narrative:
The customer reported that the multigas unit went down after displaying a "device error" message. The reported issue happened during a patient case. They swapped this unit out with different gf-210ra to continue the case and it was working properly. No patient harm or injury occurred. They sent this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit went down after displaying a "device error" message. The reported issue happened during a patient case. They swapped this unit out with different gf-210ra to continue the case and it was working properly. No patient harm or injury occurred. They sent this unit in for an exchange. Service requested / performed: exchange. Investigation summary: the investigation concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 needed a firmware upgrade. Revision 2 of cd-314p utilizes a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The countermeasure is to perform a firmware upgrade and/or replacing the sensor unit with cd-314p revision 3. Firmware was updated to resolve the reported issue. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the multigas unit went down after displaying a "device error" message. The reported issue happened during a patient case.